Event description:
It was reported that t: slim x2 pump battery did not reliably charge, with pump showing power source alerts and intermittently recognizing but then stopping charging despite use of working outlets, there was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery with plan to use alternate method if needed, and technical support arranged shipment of replacement pump.